Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach infusion set and a g7 sensor, with blood glucose reaching 419 mg/dl by fingerstick and cgm reading high; the user observed drops during tubing test, relocated the infusion site from thigh to abdomen, and performed a full supply change, after which readings decreased to 393 mg/dl and the user believed insulin delivery had resumed. Symptoms included hyperglycemia without reported additional symptoms. Outcomes included ongoing self-monitoring and continuation of therapy without medical intervention or hospitalization. Investigation included phone-based troubleshooting, infusion set site change, confirmation of fluid in tubing, and review of user technique. Investigation of this case revealed that insulin delivery was likely impaired due to an infusion site issue, which improved following a complete supply change and site relocation. It was concluded that the event involved hyperglycemia with a likely infusion site placement problem and that the device functioned as designed once supplies were changed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.